Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant the implantable cardioverter defibrillator (ICD) setscrew would not screw down. The physician was unable to obtain normal right ventricular (rv) pacing impedance. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged right ventricular pace/sense (rv) connector setscrew block. The returned device indicated foreign material on the rv grommet. The returned device indicated a damaged rv grommet. The returned device indicated foreign material on the rv set screw threads. The returned device indicated a loose/detached rv set screw. The returned device indicated a damaged rv set screw head and threads. If information is provided in the future, a supplemental report will be issued.